Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device was able to be programmed while the lockout switch was in the locked position. There were no reports of any adverse patient events or delays in critical therapy. No additional information was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.